Event description:
Two channels per the certified registered nurse anesthetist (crna) kept turning off while in the operating room and were not functioning. Alaris pump and channels. Elderly patient who underwent open heart surgery to repair his aorta and a mitral valve replacement. During surgery, they must have had issues with the channels of the alaris pump. They indicated the channel kept shutting off during the surgery. The patient did not suffer any ill effects due to the issue with the alaris pumps. The channels were tagged and an incident report completed. Patient arrived in cardiovascular department with stable vital signs. Bp elevated slightly but cardene was started to control the bp. He was transferred to cardiovascular step down (cvsd) unit on [date redacted] and then discharged from cvsd three days later. Biomed found pumps to need cosmetic parts: rear case/bottom latch/door latch. Biomed repaired all pumps, tested and all tests are within normal operating parameters, returned to service.